Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2009, the pt reported that she accidentally pulled the insulin cartridge from the infusion device and the plunger became stuck to the piston rod. A small amount of insulin spilled into the cartridge compartment of the infusion device. The pt was instructed how to remove the plunger from the piston rod, and she dried the insulin with a cotton swab. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.